Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, it was reported that the patient was seeing an 8286 (empty pump) error message on the personal therapy manager (ptm). The error began 2 days prior to the report. The patient also experienced back pain which started at approximately the same time. The patient reportedly woke up the morning of this report and could hardly move. The pump was used to deliver dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.